Event description:
It was reported that the lens was implanted and removed due to unknown reason. Reportedly doctor stated the lens did not look right in the eye. The incision was enlarged but no sutures were used. Backup lens was implanted with no issue. Additional information has been requested but not received.